Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. The patient's therapy was adjusted in the past to avoid stim, however, at their most recent visit, the patient reported that their hf symptoms was worsening and did not want their settings changed. On (B)(6) 2024, it was reported that the patient was complaining of headache and pain in the back of their neck and would like to have their device turned off. The device was turned off as requested. The patient was scheduled to be seen by their primary care physician on (B)(6) 2024 in other to get a referral to ortho for their neck pain. The root cause of the headaches and pain was unknown. The patient suggested they would call and report how they feel with the therapy off. A follow up was scheduled for (B)(6) 2024 which was canceled by the patient and was a no show for their rescheduled appointment on (B)(6) 2024. It was reported that the patient experienced chronic pain with ICD implantation in the past which led to the device being explanted. The patient was again scheduled to be seen on (B)(6) 2024, however, the patient called and wanted to cancel their appointment saying that they were adamant on their decision to not have the device turned back on. This contradicted a call they had the day before saying they wanted to try turning the device back on. The patient was scheduled to have their device activated on (B)(6) 2024. A device revision was done on (B)(6) 2024. The patient was seen on (B)(6) 2024 for a follow up appointment and there was no stimulation reported since the procedure. The patient experienced pain which per the physician was normal post operation. As of (B)(6) 2024, the patient continued to complain of pain and wanted therapy turned off. The request was granted, and the patient mentioned they will contact the clinic if they change their mind.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6)2023. The patient's therapy was adjusted in the past to avoid stim, however, at their most recent visit, the patient reported that their hf symptoms was worsening and did not want their settings changed. On (B)(6)2024, it was reported that the patient was complaining of headache and pain in the back of their neck and would like to have their device turned off. The device was turned off as requested. The patient was scheduled to be seen by their primary care physician on (B)(6)2024 in other to get a referral to ortho for their neck pain. The root cause of the headaches and pain was unknown. The patient suggested they would call and report how they feel with the therapy off. A follow up was scheduled for (B)(6)2024 which was canceled by the patient and was a no show for their rescheduled appointment on (B)(6)2024. It was reported that the patient experienced chronic pain with ICD implantation in the past which led to the device being explanted. The patient was again scheduled to be seen on (B)(6)2024, however, the patient called and wanted to cancel their appointment saying that they were adamant on their decision to not have the device turned back on. This contradicted a call they had the day before saying they wanted to try turning the device back on. The patient was scheduled to have their device activated on (B)(6)2024. A device revision was done on (B)(6)2024. The patient was seen on (B)(6)2024 for a follow up appointment and there was no stimulation reported since the procedure. The patient experienced pain which per the physician was normal post operation. As of (B)(6)2024, the patient continued to complain of pain and wanted therapy turned off. The request was granted, and the patient mentioned they will contact the clinic if they change their mind. On (B)(6)2024, the patient requested to have their device explanted and on (B)(6)2025, the patients ipg was explanted and the lead was capped. The patient was stable following the procedure.

Manufacturer narrative:
Updated fields: cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. The patient's therapy was adjusted in the past to avoid stim, however, at their most recent visit, the patient reported that their hf symptoms was worsening and did not want their settings changed. On (B)(6) 2024, it was reported that the patient was complaining of headache and pain in the back of their neck and would like to have their device turned off. The device was turned off as requested. The patient was scheduled to be seen by their primary care physician on (B)(6) 2024 in other to get a referral to ortho for their neck pain. The root cause of the headaches and pain was unknown. The patient suggested they would call and report how they feel with the therapy off. A follow up was scheduled for (B)(6) 2024 which was canceled by the patient and was a no show for their rescheduled appointment on (B)(6)2024. It was reported that the patient experienced chronic pain with ICD implantation in the past which led to the device being explanted. The patient was again scheduled to be seen on (B)(6)2024, however, the patient called and wanted to cancel their appointment saying that they were adamant on their decision to not have the device turned back on. This contradicted a call they had the day before saying they wanted to try turning the device back on. The patient was scheduled to have their device activated on (B)(6) 2024. A device revision was done on (B)(6)2024. The patient was seen on (B)(6) 2024 for a follow up appointment and there was no stimulation reported since the procedure. The patient experienced pain which per the physician was normal post operation. As of (B)(6) 2024, the patient continued to complain of pain and wanted therapy turned off. The request was granted, and the patient mentioned they will contact the clinic if they change their mind. On (B)(6) 2024, the patient requested to have their device explanted and a procedure was scheduled for (B)(6) 2025.